Event description:
Customer reported that the system locked up and collimator closed down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty fluoro functions board (ffb). System operates as intended.